Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the device never worked. It was not helping and the patient had back pain. It was also reported that the patient had problems with the right side of his back. The patient had to have hip surgery for a problem on the opposite side. The patient could hardly walk and the implantable neurostimulator (ins) did not help a bit. Stimulation was turned high and low, but it did not do anything for the patient; he could not feel it. The patient could not have an MRI. It was noted that there were no reported falls or trauma. The patient wanted the device removed. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included chronic low back pain and spinal pain.